Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00011. A physician reported a certas valve was implanted via v-p shunt on unknown date with unknown setting. The pressure was changed several times, and the set pressure unintentionally changed from the previously changed setting value. A malfunction of the valve mechanism was suspected and on (B)(6) 2022, was removed and replaced. It is unknown if the patient experienced any signs and symptoms due to product malfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00011. A physician reported a certas valve was implanted via v-p shunt on unknown date with unknown setting. The pressure was changed several times, and the set pressure unintentionally changed from the previously changed setting value. A malfunction of the valve mechanism was suspected and on (B)(6) 2022, was removed and replaced. It is unknown if the patient experienced any signs and symptoms due to product malfunction.

Manufacturer narrative:
Additional information received from customer has clarified there was no defect in product 823072 (bactiseal catheter kit); however, the defect was with product 828814 (certas plus valve) which we have file under mfg report number 3013886523-2022-00011. As a result, no investigation results will be submitted for this report.